Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received was the device inserted through a 7 fr introducer sheath. An examination of the balloon identified a complete balloon circumferential tear at the proximal transition zone. The distal section of the balloon tear was bunched up towards the tip. A microscopic examination of both sections of the balloon tear identified that a longitudinal tear was also present in both sections of the balloon. The shaft inside the balloon area was severely stretched and kinked just distal to the proximal markerband. An examination of the tip section of the device found that the tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, catheter entrapment and removal difficulty occurred. Vascular access was obtained through a short 7 fr unspecified sheath. The 60mm in length target lesion was a 99% stenosis of a previously implanted unspecified stent located in a shunt in the moderately calcified, moderately tortuous and 10mm in diameter unspecified vein. A 0.035 inch non bsc guide wire was advanced but was unable to cross the lesion so the introducer sheath was replaced with a long 7 fr unspecified sheath. After the guide wire crossed the lesion, a 10.0mm x 40mm, 75cm mustang balloon catheter was advanced. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. The physician tried to remove the balloon catheter but it became stuck with the long 7fr sheath. There was strong resistance and it was confirmed on echo that the balloon was not retrieved into sheath so the balloon catheter and the sheath were removed together. During removal of the two devices, the balloon was trapped so a small incision was made. Bleeding was stopped by compressing the blood flow at the upper area from the vascular access. Astriction was performed and the access site was surgically sutured and the procedure was completed without any problem. After removal of the device, it was noted that the balloon had ruptured longitudinally and the balloon was bunched to the distal part due to the attempt in withdrawing the device from the patient. No further patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture, catheter entrapment and removal difficulty occurred. Vascular access was obtained through a short 7 fr unspecified sheath. The 60mm in length target lesion was a 99% stenosis of a previously implanted unspecified stent located in a shunt in the moderately calcified, moderately tortuous and 10mm in diameter unspecified vein. A 0.035 inch non bsc guide wire was advanced but was unable to cross the lesion so the introducer sheath was replaced with a long 7 fr unspecified sheath. After the guide wire crossed the lesion, a 10.0mm x 40mm, 75cm mustang¿ balloon catheter was advanced. The balloon was inflated however it ruptured at 8 atmospheres on the first inflation. The physician tried to remove the balloon catheter but it became stuck with the long 7fr sheath. There was strong resistance and it was confirmed on echo that the balloon was not retrieved into sheath so the balloon catheter and the sheath were removed together. During removal of the two devices, the balloon was trapped so a small incision was made. Bleeding was stopped by compressing the blood flow at the upper area from the vascular access. Astriction was performed and the access site was surgically sutured and the procedure was completed without any problem. After removal of the device, it was noted that the balloon had ruptured longitudinally and the balloon was bunched to the distal part due to the attempt in withdrawing the device from the patient. No further patient complications were reported and the patient's status was good.